Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulty pushing insulin into the multiple cartridge septum's. The customer was able to load a another cartridge. The customer's blood glucose level was not impacted.